Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they felt better, slept better, and felt very happy. Their leg didn't jump like before, and they were feeling better with the stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that stimulation was causing the patient's legs to move/jump involuntarily all night and she could not sleep. The device was implanted to help with back pain and left leg pain. It was noted that the change in therapy/symptom was considered sudden. This occurred the day prior on (B)(6) 2016. Checking the device with the patient programmer (pp) showed group a -- .90 v. The patient was able to change stimulation. While troubleshooting to see if the patient had adaptive stim (as) enabled, the as option never appeared. The patient scrolled through several times to confirm there was no icon of a man laying down/sitting/standing, only speaker/moon/clock/globe/doctors face/mr triangle. Scrolling over to the group row and it did not change only group a. Scrolling over on the bottom program row and nothing was changing. An appointment was set up for more programming on (B)(6) but the patient did not think she could wait that long. She was going to call the doctor to see if she could get in sooner. Further follow-up is being conducted to the circumstances that led to the stimulation issue and the steps taken or will be taken to resolve the issues. If additional information is received, a follow-up report will be sent.